Event description:
Journal reference: farris s, ford p, demarco j, giroux ml. Deep brain stimulation and the ethics of protection and caring for the pt with parkinson's dementia. Mov disord. 2008;23(14):1973-1976. We briefly review two case studies to highlight the difficult ethical issues that can arise during the complex care of pd pts with dementia and successful dbs. Dilemmas occur postoperatively as a result of cognitive decline and we describe salient ethical dimensions that illustrate the need for a proactive postoperative plans for supervision as a prerequisite for surgery to include neuropsychological testing to predict the likelihood of net benefit to the pt and family beyond just motor improvement. Reportable event: 2 years after implant her implant pt 2 had right axilla pain; her neurostimulator had eroded through her skin with associated infection requiring immediate removal and 6 weeks of intravenous antibiotics. Two months later, her infection resolved and her family requested neurostimulator replacement due to return in severe tremor. The neurostimulator and extension were replaced with the pt regaining tremor control. See mfger report # 2182207-2008-08521.